Event description:
It was reported that intra-operatively, during a routine device replacement, the right atrial (ra) lead was tested. The ra lead exhibited oversensing, noise, and variable impedance. The lead was capped and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.